Event description:
It was reported that the "patient's system died in 18 months, although he was told it was a 5 year battery." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3389s-40, lot# v568830, implanted: (B)(6) 2010. Product type: lead: product ID 3389s-40, lot# v589283, implanted: (B)(6) 2011. Product type: lead. (B)(4).